Event description:
The top bar of the lift bent and caused the customer to go back down to the floor. It is reported an injury has occurred however no further update has been received on the injury reported or the event. Please note we are in process of gathering this information and will report any information that we obtain.